Event description:
The lead continued to have some oversensing along with elevated thresholds.

Event description:
It was reported that the lead had noise and oversensing. It was also reported that the noise could not be duplicated with isometrics and pocket manipulation. The device was reprogrammed and the lead will be closely monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.